Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (removed/replaced within initial procedure). If explanted; give date: n/a (replaced within initial procedure). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) bent while inserting into the patient¿s eye. The lens was replaced with a sulcus lens. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on 11/20/2018. Device returned to manufacturer: yes. Device evaluation: the complaint product was not returned as indicated. Only the original box was received and it was empty. The complaint issue reported was not verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the direction for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.